Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners, cracked reservoir tube and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she dropped her pump a week ago and now she is having problems with the pump. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.